Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, t-wave oversensing and low r-wave sensing were observed on the egms. The issue was resolved after the device was reprogrammed successfully. The patient was stable.